Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the patient's left access vessel had presence of calcification and undersized vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint about valve frame damage has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests patient factors (calcification and undersized vessel) and/or procedural factors (excessive device manipulation) likely contributed to the event. As reported, "there was difficulty advancing the 29 mm commander delivery system with valve through the 16fr esheath+." Per the imagery provided, the patient's access vessel had calcification and undersized vessel. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there was difficulty advancing the 29 mm commander delivery system with valve through the 16fr esheath+. Under imaging, two bent struts were observed on the inflow side of the valve. The valve was advanced and successfully deployed. There were no complications noted. The patient was in stable condition post procedure. Additional information was provided indicating the difficulty advancing the commander delivery system with valve through the esheath+ appeared to have occurred at the transition from the strain relief/partially expandable portion to the sheath shaft/fully expandable portion. After removal of the esheath+ from the patient's body, the esheath+ was noted with a small tear in the sheath shaft/fully expandable portion.